Event description:
Patient received in electrophysiology lab for avier permanent pacemaker placement. During deployment, malfunction occurred, causing inability to deploy device successfully. It was determined there was no additional device available at this time. Initial device was thereby removed and returned to manufacturer, and procedure was terminated.